Manufacturer narrative:
Draeger medical was not able to obtain further details about the event. Due to the long delay in reporting, the error logs of the device are overwritten already. Thus, the evaluation was solely based on the information provided with the user facility report. The error message "flow sensor inoperable" does not necessarily point to a technical root cause. Soiling of the flow sensor due to patient secretion can lead to such an alarm as well. In the particular case, this is considered the most likely explanation, substantiated by three details in the ufr: after the event the device has been ran for several days without observation of technical failures and has been released for clinical service again without new issues reported since several months. The error log contained entries of lower-prioritized alarms regarding soiled flow sensor which have been displayed prior to the message "flow sensor inoperable." This is an indication for the beginning decrease in flow measurement accuracy before the readings were fully stopped. The opinion of the respiratory therapist complies to this theory. It is seen likely that no technical failure has been the root cause for the event and, the error situation was related to the special patient condition. The ventilator responded to the deviation as specified by generating an alarm making user intervention possible. Thus, draeger medical finally concludes that the event represents no new and previously unknown risk.

Event description:
This is the MFR. Response to the user facility report (B)(4).